Event description:
The service repair tech (srt) reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) would not go through self-testing step when power was applied. There was no patient involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The epgs pod assembly will be returned for eval.